Manufacturer narrative:
Updated based on device evaluation.

Event description:
It was reported that several emts were moving a patient who weighed over (B)(6). When the emts were transferring the patient, they slid the patient over the IV pole and the IV pole broke. The broken IV pole punctured the patient's buttocks. The patient required medical intervention, but details of the intervention were not provided.

Event description:
It was reported that several emts were moving a patient who weighed over (B)(6) lbs. When the emts were transferring the patient, they slid the patient over the IV pole and the IV pole broke. The broken IV pole punctured the patient's buttocks. The patient required medical intervention, but details of the intervention were not provided.